Manufacturer narrative:
(B)(4). Batch # r5av8r. Corrected data: brand name, catalog. Unique identifier (UDI). Device evaluation summary: the analysis results found that the cdh29a device (a) arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The analysis results found that the cdh29a device (b) arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The complaint device and the device used to complete the case were returned as they both were saved and it was unknown which one had the alleged issue.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a low anterior resection and end-to-end anatomosis with the cdh, it seems like the device didn't crunch the plastic ring and the staples worked only on one side of the anastomosis (the staples worked only on half of the circle). There were some b shaped staples on one side and no staples on half of the staple circle. Half of the staples were missing from the staple line. There was a hole into the bowel. The surgeon with experience took another instrument to perform/redo the anastomosis 4 cm lower then expected. The surgery was delayed by 10-15 minutes due to the reported event. The procedure was successfully completed. Patient consequence was unknown when complaint was reported to sales rep, however the patient seemed stable four days after surgery.